Event description:
Hospital sent back two broken neuflex implants and wants a qa analysis.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned devices by depuy material science found in a sem using variable pressure and back scattered electron (bse) imaging confirmed the implants had fractured in the hinge area. Further examination revealed the opposing sides of the hinge fractures had rubbed together causing extensive damage to fracture features to the extent that a cause of the fracture could not be determined. A common failure at the implant hinge and extensive damage to the fracture surfaces suggest the patient loaded both implants by performing a particular, possible repetitive action, most likely with the fingers in flexion. Examination of the implants fracture surfaces by sem revealed no apparent material defects. A search of the complaints databases finds no other reports against the provided product/lot code combinations since their release to distribution. Additional event information and investigational inputs were requested but not provided. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.